Event description:
Procedure: radiofrequency ablation. Reportedly, the patient sustained a burn injury when the staff removed an electrode pad after the surgery. The degree of the burn has not been reported.